Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that following a red blood cell exchange (rbcx) procedure, the patient experienced hypotension followed with a vasovagal reaction. During customer follow-up on (B)(6) 2018, the customer stated that they did not provide any medical intervention to the patient. However, the rapid response team was called and the patient was taken to the emergency room. Per physician¿s order, the patient received 1l of fluid and was put under observation for one night and discharged next day. Patient¿s identifier (ID) is not available at this time. The red blood cell exchange (rbcx) set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: after multiple attempts by terumo bct, the customer has not provided the lot number, therefore the device history record (DHR) is not available for this specific incident. All lots must meet acceptance criteria for release. According to therapeutic apheresis: a physician's handbook, adverse events occur during therapeutic procedures with a frequency of 4.8%. Vasovagal incidents occur around 0.5% of procedures. The reactions generally manifest as pallor and diaphoresis. In a full blown attack, the reaction progresses from pallor and sweating to pulse slowing and blood pressure decreasing. More severe vasovagal reactions may include nausea, vomiting, and/or convulsions. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information. Root cause: possible causes for the alleged vasovagal reaction include but are not limited to patient disease state and/or patient sensitivity to the procedure.

Event description:
Per the customer, the patient was discharged and transferred from outpatient apheresis to the emergency department (ed) for a syncope event. After multiple attempts to gain further information for this event the customer did not provide further procedural details, lot number or patient identifier (ID).